Event description:
It was reported that the patient underwent heart transplant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: (B)(6) was returned assembled with the driveline severed approximately 1.5¿ from the pump housing. A distal portion of the driveline was returned in one segment measuring approximately 36.5¿. The inlet elbow was returned attached to the pump¿s inlet port. The inflow conduit flex section was severed medially, and the distal half was returned attached to the inlet elbow. The proximal side of the flex section was returned attached to the inlet tube. The outflow conduit (outflow graft, outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The bend relief collar was returned secured over the outflow graft and bend relief hardware. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. Additionally during investigation findings consistent with extrinsic outflow graft obstruction were observed and superficial damage to the outer jacket was also observed upon removal of rescue tape. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. B and patient handbook, document are currently available. Although no device-related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU states that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. The IFU also states to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight. Additionally, this section cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure the IFU and the patient handbook, provide information regarding how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events, and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device is included in the heartmate lvas kits and heartmate standalone outflow grafts related to extrinsic outflow graft obstruction (eogo) fsca. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent routine heart transplant. There was no reports of device problems resulting in the transplant.